Event description:
It was reported the patient¿s blood glucose level reached 16 mmol/l (288 mg/dl). It was noted that the needle did not deploy. The pod was not worn. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received in the not deployed state. The original download data indicates timeouts with drive stalls. The pod was rerun and the data was downloaded. The rerun data contains no timeouts, drive stalls, or hazard alarms. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would result in the needle mechanism failure. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in the needle mechanism failure. The cause of the timeouts with drive stalls could not be determined. The high pulse widths with drive stalls prevented the needle from deploying.